Manufacturer narrative:
Unable to perform displacement test due to missing retainer ring and missing reservoir tube o-ring. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir compartment was damaged. The customer's blood glucose level was unknown. Troubleshooting was performed. The device was returned for analysis.